Event description:
An angiosculpt balloon ruptured during inflation. Following rupture, there was resistance in pulling the balloon out of the coronary artery and the shaft separated from the balloon, leaving retained material in the patient's body. The patient was transferred to the operating room for a thoracotomy to retained the entrapped material.